Manufacturer narrative:
Conclusion: while a temporal association exists between fresenius products and the event of peritonitis there is no documentation that shows a causal relationship between fresenius products and the events of peritonitis with subsequent hospitalization. However, it is highly likely that the cause of peritonitis is related to an infected pd catheter (not a fresenius product) that was removed which necessitated the patient to be transitioned to hd therapy. Additionally, the pd nurse also stated the patient was not following aseptic technique during pd therapy. Upon admission the patient also complained of chest pain, shortness of breath which was likely related to the recent missed pd treatments. This resolved during hospitalization. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Documents in the complaint file were reviewed by a post market surveillance clinician. On (B)(6) 2017 it was reported by the patient¿s peritoneal dialysis (pd) nurse that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2017 with peritonitis. The pd nurse attributes this event to the patient not following aseptic technique. The patient presented to the hospital with diffuse abdominal pain, intermittent dull chest pain and shortness of breath reportedly for the last couple days. At the hospital, the patient also reported having generalized weakness, fever, chills and diffuse myalgia for the 24-48 hours prior to coming to the hospital. It was discovered that the patient went to the emergency room (ER) the day before ((B)(6) 2017) with similar symptoms (although did not report abdominal pain). However, the patient was discharged home with pd supplies as the patient stated he did not complete any pd treatments for the prior 3 days due to not having enough pd supplies. On (B)(6) 2017 the day the patient was admitted to the hospital with a peritoneal dialysis catheter associated infection and treatment included ceftazidime intravenously (IV). Also, the decision was made to remove the pd catheter (removed on (B)(6) 2017) and transition the patient to hemodialysis (hd) therapy. A permcath was placed in the right internal jugular vein and the patient received two hd treatment during hospitalization (details unknown). During the hospital course, the patient was found to be hyperkalemic with metabolic acidosis which resolved during hospitalization. The patient was also positive for clostridium difficile colitis and was treated with vancomycin by mouth. It was also noted the patient had an acute rib fracture related to a fall on (B)(6) 2017 (intervention unknown). Furthermore, there was mention of the patient having a hypoglycemic episode (accu-chek values ranged from 49-91) while hospitalized and was given orange juice to improve glucose. The patient was discharged (B)(6) 2017 with a plan to continue antibiotic therapy and renal replacement therapy with hd treatments.